Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported, "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening as per the investigation procedure wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.